Event description:
It was reported that the table locks did not actuate, causing the tabletop to move in two directions without resistance. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found the foot pedal was in a constant on-state, preventing the locks from engaging. Further inspection revealed a faulty tile on the site's floor which caused the pedal to stay in the on-state. The fe coordinated with the site and fixed the floor. The fe verified that the table locks were performing according to specifications.